Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger antenna and an intermittent "poor recharge quality" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that it wasn't working; patient (pt)  clarified and stated that sometimes when they try to recharge their ins, the controller would say to call manufacturer (pt couldn't recall further error message details). Pt stated that they would unplug the rtm and reset the controller several times and that usually the ins would end up recharging and then the equipment would be good for a week or two or a month, however the issue just got worse and worse. Pt stated that they tried to recharge the ins last night and for the last two or three days, however they couldn't even get to the normal recharging screen. Pt then stated that last night the controller was showing recharging excellent with the controller battery at 100%, however the ins battery never increased and the ins battery stayed in the red zone. During the call, pt attempted to recharge the ins, however the controller was stuck spinning on checking the recharger. Pss asked the pt if the rtm was getting hot while trying to recharge the ins; pt stated that they had noticed that the paddle would get kind of warm when they sat in a recliner when recharging the ins. Pt confirmed that there was no apparent damage to the equipment. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received from the patient. They mentioned they got the replacement recharger antenna and had succeeded in getting the recharger antenna to charge the ins with recharging "excellent," but the controller would display "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.0 3_243 4_qf_port" a couple of times when the pt was charging the ins today. Controller charge was at 90% and then the pt charged ins up to 30% with the replacement recharger and the controller displayed the "software problem" message. Then the pt "messed with it" and got the ins charged to 40% and the pt said they "lost everything" and got the "software problem" message again. Pt performed a battery reset on the controller to make the "software problem" message go away. Pt said they had a lot of trouble with recharging their ins and mentioned the "looking for device" screen would display longer than e xpected and the "checking the recharger" screen would remain longer than expected(when asked about event date, pt did not give an event date, see call code notes). Patient services specialist called the pt back to request the shipping address for the controller and pt mentioned they finally got the ins charged to 50%, but "every once in while" the "recharging excellent" on the batteries screen disappeared. The patient was sent out a replacement controller. No symptoms were reported.